Manufacturer narrative:
(B)(4). Any additional information received regarding this event after filing this report will be filed on a supplemental report (medwatch 3500a).

Event description:
Customer states has had two peristomal ulcers one dime shaped and one pinhole shape for unknown amount of time. Prior to using above product even. Advised to double layer crusting of stomahesive powder and wipes.